Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient had impedances reading >10,000 ohms on electrodes 9, 10, 14, and 15 on the day of surgery. Multiple efforts were made to resolve the impedance issues including removing the leads, wiping and reseating them. The same corresponding contacts on the same lead were noted to be abnormal whether the lead was positioned in the 0-7 electrode port or the 8-15 port. The doctor declined to test the extensions using a multi-lead trialing cable. The doctor felt that the electrodes on the lead were bad and they wanted to refer the patient to a neurosurgeon to evaluate further. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the high impedances on the patient¿s implantable neurostimulator (ins) system did not resolve post-operatively and that the cause of the issue was not determined. It was also noted the lead was not assessed for fractures during the surgical procedure. No further updates were available at the time of report as the patient had not been seen for follow up there were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.